Manufacturer narrative:
The device and additional information were requested for investigation. Investigation results will be reported in a follow up report.

Event description:
It was reported that: evita 4 was used on male, pt, since 2009. He died approx two months later. Evita was taken to medical engineering room where function check revealed malfunction. Evita stopped sending inspiratory gas when fio2 was raised.